Event description:
It was reported that the programmer rf (radio-frequency) head failed to initiate telemetry with a device that was still in its sterile packaging. Attempts to interrogate other devices were also unsuccessful. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported programmer rf (radio-frequency) head telemetry issues. It would not interrogate consistently due to the cable. (B)(4).